Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a cleo infusion set experienced daily occlusions for 5-6 days. During this time period the patient did not change the tubing set until scheduled due date for tubing set change. The patient stated that the bolus delivery occludes at 3.06 units. The patient reported a blood glucose level of 590 mg/dl, which was treated with an additional bolus from insulin pump and "mdi". After performing troubleshooting with the pump manufacturer, it was determined that the occlusion was occurring at the tubing set from a "ball of insulin" at cartridge pigtail. The issue was resolved by changing all the supplies as it was the due date to perform this. No further adverse health outcomes were reported.